Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2004: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: incarcerated ventral and umbilical hernia. Postoperative diagnosis: incarcerated ventral and umbilical hernia. Operation: reduction of hernia and laparoscopic repair of ventral hernia with dual mesh 8 x 12 cm, which was sutured in screw-tack technique from the inside. Indications: the patient is a 44-year-old male who was admitted with a symptomatic incarcerated ventral hernia from a diastasis umbilicus. He also had a wad of tissue, which would tend to come in there with deep breathing and whenever he coughed. The patient has a history of being a heavy smoker. Physical examination on admission showed a well-developed, well-nourished male. Description of procedure: ¿the patient was taken to the operating room today (B)(6) 2004. The patient was given general anesthesia and he was prepped and draped with actiprep and draped in the usual sterile manner. Foley catheter was placed and levine tube was inserted. Next, the veress needle was inserted in the right upper quadrant the abdomen was insufflated with 6l of co2 and the optiview was used to get into the left lower quadrant. Once this was done, a 12 mm port camera was inserted. Exploration was begun which showed that the hernia was in the umbilicus with a wedge of omentum which would go in and out of the hernia. This was freed and induced and the incarceration was reduced. Next, a piece of 8 x 12 dual mesh was prepared with gore-tex sutures on four corners. After this was completed, a separate port was created on the right side and a 5 mm trocar was placed in the left upper quadrant with a 12 mm port on the lateral surface on the right side. The dual mesh was sutured with prolene and gore-tex sutures on the four corners, which were then marked. The gore-tex had been inserted in the 12 mm port on the right side of the abdomen and the sutures had been placed such that the four corners were sutured with the dual mesh side down to the bowel and the unprotected mesh side was against the abdominal wall above. Using the screw tack technique to tack the mesh between the two areas in which dual mesh had been sutured with the gore-tex to completely obliterate the defects with fixation. Once this was completed with sutures on the four corners, the hernia was noted to be reduced completely. The wound was then irrigated. The area was then injected with 0.25% marcaine without epinephrine and staples used to close the area. The patient tolerated the procedure well and was taken to the recovery room.¿ product identification records for the alleged ¿dual mesh¿ were not provided. (B)(6) 2008: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: recurrent incarcerated incisional hernia. Postoperative diagnosis: recurrent incarcerated incisional hernia. Operation: repair of recurrent incisional hernia with reconstructive tissue matrix (strattice) 16 x 20 with both inlay and overlay patch. Removal of gore-tex graft. Indications: this is a 49-year-old gentleman who previously underwent a laparoscopic hernia repair by dr. Patin using gore-tax dual mesh. He returned with recurrent hernia. The patient appeared to have incarcerated omentum. The patient was taken to the operating room for removal of the gore-tex material and for repair of the hernia. The risks of surgery including bleeding, infection, potential injury to the bowel, and possibility of recurrence were discussed. Description of procedure: ¿the patient was taken to operating room and was placed in the supine position. Preoperative antibiotic was given intravenously. After undergoing general anesthesia with endotracheal intubation, his abdomen was prepped and draped in the usual surgical fashion. Bilateral sequential compressions were placed. Incision was made anterior to the big bulging mass. Incision was carried down to the hernia sac. Sac was circumferentially dissected. The patient had palpable incarcerated hernia about 15 cm in size. The mass itself was circumferentially dissected away from the omentum. Omental ligation was performed and partial omentectomy was performed. Next, the clean fascial edges were delineated. The patient had a relatively large fascial defect with significant tension if it were to be repaired primarily. Therefore, a decision was made to perform inlay and overlay repair utilizing tissue matrix. Next, 16 x 20 tissue matrix was brought in. This was divided in half. Underlay was created using a series of 0 prolene interrupted followed by continuous running sutures. Overlay was performed using 2-0 prolene interrupted sutures. Using a series of 2-0 vicryl sutures and 3-0 vicryl sutures followed by subcu interrupted sutures at the subcutaneous tissue and skin were closed. A separate incision was made for 15 jp [jackson-pratt] drainage. The skin was approximated with skin stapler. The patient tolerated the procedure well and returned to recovery room in stable condition.¿ (B)(6) 2008: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2008 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for ¿false claim¿ and ¿withdrawn complaint.¿ h6: health effect impact code: f28: appropriate term/code not available for ¿false claim.¿ h6: medical device component: g04088: membrane. Confirmed with outside psg that on 04/14/2020 the claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. The complaint will be closed as a false claim and withdrawn complaint. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral & umbilical hernia repair on (B)(6) 2004 whereby an "alleged gore mesh product" was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional surgery. Additional event specific information was not provided.